Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. Upon insertion of the valve and delivery system through the 16f esheath plus, the valve would not advance past the external iliac. It was observed that the distal frame of the valve appeared constrained in the sheath. The sheath seam split and valve would not pass through the sheath. The team decided to remove the 16f sheath, delivery system and valve as a unit. A second 16f sheath, 29mm sapien 3 ultra valve and 29mm commander delivery system were used without issue. The team recrossed the native aortic valve without issue and the procedure was completed without issue. Pictures of the sheath were received. The following was observed: the liner was torn, a portion of the sheath shaft is torn and bunched, along the torn liner region, and a liner strand is visible.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pictures of the device was provided and reviewed. The provided device related photos were reviewed, and the following was observed: liner torn, a portion of the sheath shaft is torn and bunched, along the torn liner region, and liner strand visible. Imagery was provided for review. The 3mensio was reviewed and showed calcification, tortuosity, and undersized regions in the access vessels. The minimum luminal diameter for 16f esheath plus is 6.0mm. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the returned device imagery. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the alleged resistance as the patients access vessel had severe calcification and low tortuosity, and were visible in the imaging. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the sheath and liner damages. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, and liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage if compounded with vessel calcification and/or tortuosity. Existing product risk assessment and corrective and preventative action assessment is captured in the technical summary.